Event description:
The reporter stated that the surgeon was using a competitor's lens with the mtc-60cfp cartridge and the lens became damaged during loading into the cartridge. The reporter stated that the likely cause of the iol damage was the cartridge. There was no pt injury.

Manufacturer narrative:
Eval: a cartridge lot number search was performed for similar complaints within the search and there was one similar complaint.